Manufacturer narrative:
The coil was not returned as it remained in the patient and pushwire was discarded. Without device returned no definitive conclusion can be drawn regarding the clinical observation. MDR related to this event: 2029214-2016-00459 2029214-2016-00460.

Event description:
Medtronic received information that during coiling treatment of aneurysm located in vein of galen, the first coil prematurely detached in the microcatheter. It was reported that the tail of the coil was hanging out of the microcatheter. The physician used another coil to push the first coil out of the microcatheter and placed into aneurysm. A short time later the physician noticed that both coils were not in the target lesion. The second coil deployed moved to a large feeder vessel and the other coil moved to the patient's lung. Per physician, high flow in the vessel caused coils migration. It was reported the patient is doing "ok".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.